Manufacturer narrative:
Visual inspection identified a patch - shell tear on the posterior surface that measures approximately 30mm which is located between the 6 and the 9 0'clock positions (when the product was held in such a position that the brand name was upright and horizontal). Pressure testing could not be completed due to the size and position of the tear. Microscopic examination (x10) of the tear confirmed the tear follows the edge of the barrier patch, although the exact cause could not be determined. The product met all manufacturing and quality specifications post manufacture. A conclusion can't be drawn.